Event description:
Information was received regarding a cadd administration set. It was reported that the pump in use alarmed "air bubbles". It was not the first time the incident occurred using these admin sets. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.